Event description:
It was reported that during initial implant procedure, the stylet could not be removed from the left ventricular lead. The lead was removed and not used. Patient was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found that the field complaint of the stylet wire being ¿bonded¿ with the lead was confirmed. Visual inspection found the ptfe coating of the stylet was stripped and bunched with the inner coil at the distal end. The cause of the reported event was due to bunching of the stripped stylet, ptfe coating and inner coil.